Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis found that all circuits tested good during gentle flexing. Conclusion: the functional test failure found during servicing of the device could not be verified.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the heart lead flex was out of specification, the upper case and lower case was broken and contaminated, the battery release and lead flex cover were contaminated, the side bail covers, one case screw, side bails and battery drawer o-ring were missing, the battery contacts were compressed, and the keyboard was scratched. (B)(4).